Manufacturer narrative:
The device will not be returned for evaluation, however photographic evidence has been provided, it shows inserter tip broke off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; when removing trushot from pilot hole, pull device straight out. Do not rotate or oscillate device about its axis or breakage of inserter tip and/or anchor may result. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The company representative reported on behalf of the facility that the y13tn, trushot with suture anchor's tip broke off during insertion of the suture anchor. This occurred on (B)(6) 2019 during an ankle stabilization procedure. It is unknown where the tip is. It is possible that the tip was left in the patient, but it cannot be confirmed. Further assessment stated that the sales representative notified the surgeon after the surgery was completed that the tip may potentially be in the patient's bone. The surgeon advised that he may take an x-ray to try to locate the piece. To date, 9/4/2019 it is not known if the x-ray has taken place. This report is being raised as patient injury due to the possibility the device tip could have remained in the patient.